Event description:
The customer reported that the 840 ventilator had a blank display while in use on a patient. The patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.